Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that when starting up the imaging system, the x-ray bar would continuously scroll. Further inspection found that the x-ray relay was not switching. A replacement x-ray relay was shipped to the site and the replacement was performed on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect x-ray relay has not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, communication between the viewing station of the imaging system and the imaging system could not be established. Once the site found that the imaging system was down, they aborted the surgery resulting in the surgery to be rescheduled. The site reported that one iliac pin had been placed. No additional information was provided.

Manufacturer narrative:
The suspect relay was returned to the manufacturer for evaluation. Testing found that the unit functioned as designed in functional testing. A short was found between two pins on the circuit board indicating an electrical fault. However, the reported issue could not be duplicated by medtronic personnel.